Manufacturer narrative:
The patient age was reported as "in the 70's". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as diagnosis, the patient was hospitalized for the event. On the same day, the patient began treatment with vancomycin (dose, frequency, duration and route of administration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report the patient remained hospitalized and the patient outcome was not reported. No additional information is available.